Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were not getting a 50% reduction in symptoms. Patient said the therapy fades and doesn't last long. Reviewed how to connect to the implant. Patient was able to connect and increase stim to a comfortable level. The patient was redirected to their healthcare provider to further address the issue. Patient has a follow up appointment today. Additional information was received from the patient. The patient repeated that they had been having a therapy issue and patient services walked them through increasing stimulation a little bit. The patient stated that the therapy seemed to work for a little while after they made the adjustment, but now it's terrible. The patient stated that they go through several pads because they can't control their bladder or bowels. The patient mentioned that they lost their bowels last night and got a really bad burning sensation in their vaginal area. The patient stated that the burning sensation bothered them a lot and when they sit down they feel pressure. The patient stated that they get a sensation after they lose their urine. The patient has an appointment with their managing hcp next tuesday and were considering turning the therapy off until they get further instruction at the appointment. As the patient was trying to connect to the ins they mentioned that they couldn't feel the ins when they used to be able to. The patient connected to the ins and turned therapy off. The patient was redirected to their hcp to further address the issue.